Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a depleted battery alarm was confirmed via a review pump's event history. However, this alarm was not duplicated. The root cause was determined to be depleted main batteries. No action was necessary to repair this reported condition as the batteries had been replaced by the customer between the occurrence of the reported condition and the return of the device to baxter. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The software version for this device is colleague p1.5(6.13.92). No additional information is available.